Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The circumstances that led to the device to not quite work right and stimulation issue was not determined. No actions/interventions were taken to resolve the device issues; the patient is just dealing with them. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their stimulator is not quite working right. They also said they had to go back and change the settings, but it is not hitting the right place; it is hitting in their buttock so they had to turn it way down. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) to resolve their symptoms. Patient added that the issue has been like this for over a year. No further patient complications have been reported as a result of this event.